Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles seen in seven tubes. No patient impact reported.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles was observed in 3 out of 100 tubes. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles seen in seven tubes. No patient impact reported.